Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, unable to remove item from drawer 3 position 11 and ran diagnostics and found med jam in cubie pocket. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opening. A technical support specialist ran diagnostics, found the medication jam in cubie pocket and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.